Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap endometriosis. Event description: spot coagulation with sharp tipped [] bipolair electrode. Seal protection was punctured and ended up in the patients abdomen. Was also removed after discovery. Puncture of the seal protection was concluded post procedure when seal housing was taken apart to investigate. Additional information received from team member by email on 06mar2020: it was the entire instrument shield that separated from the seal housing. Intervention: retrieval of separated part. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal and was damaged. Engineering also observed that the septum, an internal rubber component of the seal, was torn. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by an asymmetrical instrument (bipolar electrode) that was inserted through the seal subassembly in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing".

Event description:
Procedure performed: lap endometriosis. Event description: spot coagulation with sharp tipped [] bipolair electrode. Seal protection was punctured and ended up in the patients abdomen. Was also removed after discovery. Puncture of the seal protection was concluded post procedure when seal housing was taken apart to investigate. Additional information received from team member by email on 06mar2020: it was the entire instrument shield that separated from the seal housing. Intervention: retrieval of separated part. Patient status: no patient injury.